Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, e1, e2, e3, g2, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Added information to e3 and e4. H6: investigation results - the revision reported may have been the result of loosening, osteolysis, and polyethylene wear as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the reported polyethylene wear and osteolysis cannot be confirmed as the device(s) were not returned for evaluation and pre-revision radiographs, photographs, and operative notes were not provided.

Event description:
It was reported via a legal notification, that a patient, who had bilateral knee replacement surgery and was implanted in their left knee with optetrak polyethylene tibial inserts on october 20, 2010, underwent a left knee revision procedure on (B)(6) 2022, approximately 12 years post the initial procedure, for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. Plaintiff¿s left knee revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device. As a direct, proximate, and legal consequence of the defective nature of the optetrak devices as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak devices, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.